Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient presented to the emergency room after experiencing syncope. A remote interrogation noted five inappropriately stored ventricular tachycardia (vt) episodes due to oversensing of noise on the right ventricular (rv) channel. The oversensing led to pacing inhibition with asystole of two and a half seconds. All rv lead impedance measurements were in range, however had recently become more variable. It was noted that within the last 30 days the impedance would go from around 400 ohms to 750 or 800 ohms. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) due to the patient's third degree heart block and ejection fraction of 40 percent.